Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and at the end of the procedure coagulum was discovered on the distal end of the catheter. The coagulum was noted to be a thin black film on the catheter tip. There were no irrigation, temperature or impedance issues during the procedure as the values were normal. Generator was in power control mode. The power used was 20-35 w and impedance around 120 ohm. No error messages appeared. Heparinized solution was used for irrigation. There was no delay to the procedure and no patient consequence. The catheter was not replaced because the coagulum was discovered at the end of the procedure. The physician considered the char to be abnormal and considered the amount of char observed caused a potential risk to this patient because the catheter was in the left atrium. This event is MDR reportable because coagulum has poor adherence to catheters and therefore could be a potential source of embolism.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and at the end of the procedure coagulum was discovered on the distal end of the catheter. The returned device was visually inspected and during the first visual inspection it was found brownish material on the catheter tip, however, during the second visual inspection no brownish material was observed; this could be related to the decontamination process during the first inspection. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then a coolflow pump test was performed and the catheter passed specifications, the catheter was irrigating correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the black material on the tip has been verified however, the catheter functionality was found within specifications, no issues were observed. Additionally this issue is a physical phenomenon of rf; it can be the normal result of the ablation process.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/19/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).